Event description:
It was reported that an arteriotomy closure of the right superficial femoral artery was attempted with a prostyle device after a diagnostic angiogram procedure using a 6f sheath. Reportedly, the device deployed correctly, however, the suture was not present when the plunger was removed (a cuff miss occurred). A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier: incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was not present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The prostyle device was used in the superficial femoral artery. It should be noted that the electronic prostyle instructions for use, states: do not use the perclose prostyle smcr system is the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.